Event description:
The report indicated that the syringe pump set-up consisted of the syringe/solution/drug connected to the tubing. The tubing set-up consisted of three extension sets connected one to the other. The connections were made by way of securing the option locks. There was no report of difficulty securing these lueres. The infusion set-up was connected to the pt's broviac catheter. During the infusion, it was reported that the syringe pump tubing set-up disconnected at the junction of one male end of extension set to the female end of the other. It is unk if the disconnection was between the first and second extension set connectin, or the second and third. Although the disconnection was immidiately noticed by the nurse, there was a backflow of blood from the catheter to the first extension set connection. The rate of the infusion was unspecified but was possibly "delivered at rates of 0.1 cc/hr to 0.3cc/hr." The estimated medication loss after the disconnection was reportedly "0.3cc to 0.8cc." There was no reported blood loss. The customer reported "the pt did not sustain adverse consequence." Though requested, no add'l info was provided.